Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, on removal of the appendix, the bag was used, upon retrieval the bag tore down the seam. The incision needed to be extended by 2cm. The surgical time was extended by thirty minutes or more. A new bag was used to retrieve the specimen. There was no patient injury.